Event description:
It was reported that the pump touch screen was unreadable. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated BG level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.